Event description:
A pt developed increased intra-ocular pressure associated with the use of healon v 0.6 (hyaluronate sodium) for cataract surgery. The pt undewent cataract "implantation." The pt was also administered ophmic (tropicamide phenylephrine hydrochloride) and xylocaine (lidocaine) concomitant medications. The following day they developed increased intra-ocular pressure, the exact pressure results were not reported. 2 days later, the pt had not recovered. Follow-up- the pt had also developed mydriasis, the onset of which was unknown. Ophmic (tropicamide phenylephine hydrochloride) and xylocaine (lidocaine) were also used during cataract surgery. Ophmic was considered a suspect product, too. The intra-ocular pressure (iop) increased to 50mmhg. The next day, being iop still 50mmhg, iodine glycerin (200ml) was injected. On the following day, iop was lowered to normal range of 16-18 mmhg, but the event mydriasis still remained and the pt's visual acuity improved only to 0.5. 1 week later mydriasis was still evident and the pt's visual acuity was 0.8. The pt completely recovered from increasediop as iop remained within a normal range. As of one month later the pt has not recovered from mydriasis. The intraocular pressure increased is an expected event for hyaluronate sodium; the mydriasis is unexpected for hyaluronate sodium. The possibility that hyaluronate sodium may have played a role in the onset of the reported events cannot be completely ruled out. However this case is confounded by concomitant suspect medication that may offer alternative explantation.